Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2016 with the following findings: the black box and alarm history showed multiple cs 088 call service alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the call service alarm complaint was not duplicated. The pump¿s cover was removed and there was moisture corrosion observed in the battery canister. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak. Also unrelated to the initial complaint, it was observed that the bolus button cover was damaged but the bolus button was still operable. The pump¿s cover was removed and there was no moisture or any intermittent conditions found to the printed circuit board (pcb).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 088) issue. It was reported that the pump emitted a cs 088 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.